Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female patient underwent revision breast augmentation with 400cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade iii on her right side postoperatively; diagnosed in the office. The patient has consulted with the healthcare professional. It was also reported that the left side implant is higher on chest than right side, inferior capsule tight and constricted. The patient underwent right side replacement surgery with catalog number smhx375; serial number (B)(6) on (B)(6) 2023. Left side device is still implanted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date of the left device. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Additional information was received on september 28, 2023. The device was damaged during transit to mentor facilities, was scrapped by the carrier, and will not be made available for analysis. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 22, 2023, mentor became aware of the following and corresponding fields have been updated on this form: - product code from 3504004bc to smhx400 under field d4 - updated lot# from 5707624 to 9852495 under field d4. - updated serial number from (B)(6) under field d4. - updated date of implant under field d6a has been updated from (B)(6) 2007 to (B)(6) 2023. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per operative report only right side implant was explanted-replaced. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).